Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Device received, date not provided. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
Reportedly, there was no injury, the device on the mayo stand began to turn on at a very low rpm.

Event description:
During an unspecified surgical procedure on (B)(6) 2013, reportedly the electric pen drive would not stop running. The facility confirms it was necessary to disconnect the device from the power source. It was reported a spare device was available and was used to complete the procedure with no further problem. No harm to the patient was reported. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. (B)(4).